Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) batteries are depleted and unit wont charge. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion, components, problem), h11. A getinge field service engineer (fse) evaluated and troubleshot unit and discovered batteries would begin to charge and would only charge for approximately 30 seconds and charging would stop. The fse replaced power management board and confirmed device properly charged battery in both slot 1 and slot 2. Left device connected to a/c power overnight and confirmed with biomed that both batteries fully charged. All functional and safety checks performed. Device was returned to customer. The following investigation was performed by failure analysis and testing dept. The failure analysis and testing dept. Received part number with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a blown q27 component. This would cause the batteries to not charge. Root cause is the defective q27. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause for the reported is component reliability.

Event description:
N/a